Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there appeared to be under sensing on right ventricular (rv) lead, which was affecting arrhythmia detection. As a result, there were multiple episodes classified as a non-sustained ventricular tachycardia (nsvt), rather than ventricular fibrillation (vf). Eventually, a vf episode was detected and the device did deliver therapy. It was also noted that the r-waves had dropped suddenly to low values, and there was also under sensing on the right atrial (ra) lead, causing false termination of ongoing arrhythmia episodes. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.